Event description:
Pt received 19% scald burns. Family member of the pt was carrying a pot of soup from one location in the kitchen to another. The pt bumped into the family member's legs, causing family member to spill the pot of soup. Pt was hospitalized for their injuries. In 2003 the subject experienced an elevated temperature of 41 degrees c. Two days later pt was found in their hospital room not breathing. Resuscitation measures were unsuccessful.